Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (valve was disrupted) contributed to the reported single leaflet device attachment (slda). The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted reducing mr to grade 2-3. On (B)(6) 2019, echocardiogram was performed, confirming one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to grade 4. On (B)(6) 2019, an additional clip was implanted to stabilize the slda clip, reducing mr to 3. No additional information was provided.